Manufacturer narrative:
(B)(4).

Event description:
It was reported that the aq2015a three piece silicone lens was cracked due to a loading error and the lens was in the eye. The lens was cut and removed from the eye without any pt injury.